Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the instrument and found the rinse probe on the cuvette wash station only dispensed two of the three streams. Fse replaced the wash/vacuum probe to resolve the issue. Quality controls for triglyceride (tg) and phosphorous (phos) were within ranges. Instrument resumed operation.

Event description:
The customer in canada notified the beckman coulter field service engineer (fse) that quality controls (qc) for triglyceride (tg) and phosphorous (phos) were erratic on the unicel dxc 600i synchron access clinical chemistry system. The customer verbally stated that one patient had erroneously high result for triglyceride (tg) of 6.21mmol/l ( 549.6 mg/dl). The repeated result was 1.38 mmol/l (122.1 mg/dl). The original result was reported out of the laboratory initially but the customer immediately informed the physician about an error detected during original sampling. There was no impact to patient treatment. The customer also stated there was a second tg patient sample but the customer did not provide any data for this patient. Quality controls were within established ranges before and after the event.